Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius technical support that a 2008t machine experienced a 'low flow error' and the 'acfs' value on debug screen was fluctuating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, the bmt said that valves 31, 32, 33 and 34 on the balancing chamber were burned. The valves were the original fresenius parts on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 26,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the valves, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The complaint samples are not available to be returned to the manufacturer for physical evaluation.